Event description:
On (B)(6) 2011, the patient was implanted with two gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that there was a reintervention on (B)(6) 2015. The patient was implanted with a pxc12400/13058856 to treat a left common iliac aneurysm. There was aneurysm sac enlargement, the amount is unknown. The patient tolerated the procedure.

Event description:
On (B)(6) 2011, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2012, there was a type I endoleak discovered. Reportedly there was persistent blood flow through the inferior mesenteric artery down into the left iliac artery past the implanted device. The patient was unable to undergo repair until (B)(6) 2015, due to work.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc201000/8205398.